Event description:
The account alleged the head section would not go down electrically and when CPR is used, the head runs down but runs back up unintentionally.

Manufacturer narrative:
Repairs have not been completed.